Event description:
It was reported the lead was removed and replaced due to unacceptable and elevated thresholds. It was further reported that the device only lasted two years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the lead was removed and replaced due to unacceptable and elevated thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; proximal segment returned and analyzed. (B)(4) performance data collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(4) 2009, device rrt<=2.62 volt. Daily battery voltage trend data shows bat=2.64 to 2.62 volts minimum between (B)(4) 2009 and (B)(4) 2009. One - patient alert for low battery voltage between (B)(4) 2009 02:15:04. Impedance - high resistance/impedance: two - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2007 02:15:04 and (B)(4) 2007 02:15:04. Programmer s2d data for file _357000 shows lv pacing lead impedance >2500 ohms on (B)(4) 2007 02:15:04 and (B)(4) 2007 02:15:04. The device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported the lead was removed and replaced due to unacceptable and elevated thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; proximal segment returned and analyzed.